Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
Product involved in incident was returned, but the test strips were expired. The returned meter was evaluated with reference test strips and performed to specification. No failure detected.

Event description:
Caller indicated the relion confirm meter was giving variable readings. Readings of 38, 338, 230 within 10 mins of each other. No change in diet. Using same lancet with every poke. Controls not used. Replacing product.